Event description:
(B)(4): customer reported to product monitoring via phone that system lost fluoro during a endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6)male pt. During the procedure system began to alarm and had a "popping" sound. Tube overheated and system lost fluoro. Physician opted not to finish the case. Customer stated physician was not going to finish the case regardless of system malfunction due to the pt condition. Procedure was rescheduled. No injuries to the pt were reported. Facility does have back-up capability.

Manufacturer narrative:
Field service engineer (fse) troubleshot system per sedecal service manual for complaint of generator overload during exposures and found a bad x-ray tube. Fse replaced the x-ray tube, calibrated per sedecal service manual and completed hydradjust dr service checkout. Unit passed checkout procedures and was returned to full service by the customer.